Manufacturer narrative:
Pump received with broken battery cap noted. Pump failed to power up due to corroded battery tube compartment noted.

Event description:
Information received by medtronic indicated that insulin pump had rejected batteries. The customer also stated that battery cap had issues and cracks on the battery. No harm requiring medical intervention was reported. The device will be returned for analysis.